Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001825034 - 2017 - 06271, 0001825034 - 2017 - 06272, 0001825034 - 2017 - 06273. Concomitant medical products: us157854 m2a-magnum pf cup 54odx48id lot 954240 139256 m2a-magnum 42-50 tpr insrt std lot 871770 157448 m2a-magnum mod hd sz 48mm lot 027060 x180311 bi-metric/x por nc 11x135 lot 663470. The device has not been returned for evaluation at the time of this reporting. Follow up attempts being performed for the product return will be performed by legal. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient was revised due to pain, discomfort, and inflammation. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision operative notes. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised approximately eight years post-implantation due to pain, discomfort, and inflammation. Revision operative notes received note metal on metal and fluid collection on ultrasound. The femur was evaluated and noted to have minimal inflammation around the femoral component and no evidence of osteolysis or loosening of the femoral component. There was some fluid around the femoral hip joint which was aspirated. The acetabular component was well fixed, but there was some evidence of osteolysis superiorly. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to pain, discomfort, inflammation, wear of cup and head leading to elevated ion levels, metal shedding debris, metal poisoning, metallosis, and loss of range of motion. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.